Event description:
It was reported that the image quality on the 9900 system is poor. It was noted that on larger pts, the images are "grainy". There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Erased flash and reloaded software and configuration. The system was tested and found to be working as intended and placed back into service.